Manufacturer narrative:
Investigation summary: "bd had not received samples or photos for investigation. Therefore, eighty (80) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to improper assembly as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode."

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 plbl lav cn they found that the purple shield of the blood collection tubes were skewed. The following information was provided by the initial reporter. The customer stated: "they found that the purple shield of the blood collection tubes were skewed. The purple cap will be separated from the blood collection tube, and the blood collection tube will be replaced in time for the patient. After strict inspection of the appearance of the blood collection tube, the blood collection label will be re-pasted."